Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered anxiety, bladder disorder, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: urine pregnancy test (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: lot number and new events: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, rashes or skin conditions type: rashes, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2013, levothyroxine since 2010 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and urticaria ("hives"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder or urinary problems orchanges") and stress urinary incontinence ("bladder or urinary problems orchanges,stress urinary incontinence"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, bladder disorder, stress urinary incontinence, migraine, headache and urticaria outcome was unknown. The reporter considered anxiety, bladder disorder, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, stress urinary incontinence, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: urine pregnancy test negative. Discrepancy noted regarding essure removal-in previous follow up essure removal dates was given and drug withdrawn taken. However in this follow up its mentioned as follows - have you had your essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event hives added and previous event urinary disorder coded to stress urinary incontinence. Demographic details and concomitant medication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered anxiety, bladder disorder, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: urine pregnancy test negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.